Manufacturer narrative:
Result code no longer applies. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen 50 mcg/ml; 20 mcg/day via an implantable pump for intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient experienced a "weird feeling" in her lips, teeth, and tongue while baclofen was being injected during a refill. It was not tingling or pain, it was an "inexplicable" feeling. The patient felt pain at the pump site just prior to the weird feeling. The patient screamed out, was visibly distraught and told the physician to stop. The physician stopped and then attempted refilling very slowly a few minutes later. The same weird feeling occurred. The patient could not handle it and insisted that the physician not refill the pump. A similar, less severe reaction occurred twice in the last 6 months. There was no troubleshooting. The patient wanted the pump replaced. The physician questioned the integrity of the pump. The pump was replaced (B)(6) 2016. Patient status was alive; no injury and the issue was resolved. The cause of the event and diagnostics were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from the company representative. It was unknown when the patient first started feeling 'sensations' during the refill. The cause of the sensations was unknown; no diagnostics were performed. The device was being returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.